Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd discardit ii¿ syringe w/needle the device ¿has failed in sterility test.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: an investigation has been completed without an affected sample returned for evaluation. As a result, we are not able to verify the reported issue. A sterility test has been performed on 40 samples retained at the facility. All 40 samples are sterile according to usp requirements. Bhr review a bhr for the batch was conducted confirming that the batch was released according to defined procedures and requirements including test with biological indicators and lal testing. Neither quality notification nor abnormalities were observed during manufacturing. Investigation conclusion: the sterility issue has been evaluated and an evaluation report has been completed. All results of the batch history records were found correct. No sample available for evaluation. We could not verify the sterility issue. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.